Event description:
A malfunction alarm was reported, indicated by the code malf 0, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted with the reset process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose.